Event description:
An elevated troponin I result of 12.35ng/ml was obtained during a sequential sampling protocol. The previous troponin I result was <0.04ng/ml. The elevated result was reported to the physician. The same sample was tested on the same instrument and a result of 13.26ng/ml was obtained. A redraw test resulted in <0.04ng/ml. Although patient was admitted to the ICU, treatment was not prescribed or altered as a result of the elevated troponin I result. There was no report of adverse health consequences to the patient as a result of the elevated troponin I result. Analysis of instrument data indicates that the most likely cause for the elevated troponin I results was a sample mix-up issue.